Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml lioresal at an unknown dose via an implantable spasticity. It was reported that following the pump replacement the patient experienced subtle changes with the therapy where they had underdose/overdose-like symptoms. It was reported that the hcp is continuing to monitor the patient therapy/symptoms. No further complications were anticipated/reported.